Event description:
The customer complained that they missed an antibody with biotestcell 1&2, art-no. 816014100, lot 7928011. They tested a pt sample with biotestcell 1&2 on tango and the reactions were negative. Therefore, they gave out a unit of blood that was tested in immediate spin method and was in this test compatible. The pt got a transfusion reaction. The customer tested the post transfusion sample again with biotestcell 1&2 on tango and received negative reactions. Then they tested the sample with ortho gel system and the reagent red blood cells of ortho and found an anti-f. The anti-f is an extremely rare antibody and may be detected with reagent red blood cells which contain the f antigen. According to literature ("the blood group antigen, facts book", by marion e. Reid and christine lomas-francis, academic press, 2nd edition, 2008) the f antigen is an example of a compound antigen and expressed on red blood cells having c (rh4) and e (rhs) antigens in the same haplotype (in cis), for example rlr (dce/dce), rr (dce/dce), etc. The antigen is not expressed when c antigen and e antigen occur on separate haplotypes (in trans), e.g., r1r2 (dce/dce). Due to the constellation of expressed antigens biotestcell 1&2 cannot detect an anti-f. Biotest cell 1&2 consists of reagent red blood cell 1 (r1r1, dce/dce) and reagent red blood cell 2 (r2r2, dce/dce). Neither of these two cells contains the c and the e antigens in the same haplotype. But the reagent red blood cells biotestcell 3 contain with cell 3 (rr, dce/dce) a red cell that contains the c and the e antigens in the same haplotype. When we received the pt sample it was tested with biotestcell 3 on tango in the quality control lab. The pt sample reacted clearly positive with cell 3 of the reagent red blood cells biotescell 3. Each product of reagent red blood cells for screening and identification of red cell antibodies contains a table with the expressed antigens. Therefore, the customer can prove which possible antibodies may be detected by each product. According to the requirements of customer, they may choose the right reagent red blood cell product.

Manufacturer narrative:
The complaint of the customer is not justified. The customer tested a pt sample which contained the very rare antibody f. The antibody was missed because the customer used the reagent red blood cells biotestcell 1&2 which don¿t wear the corresponding f antigen. The testing of the quality control, lab confirmed the correct function of our products. The reagent red blood cell product biotescell 3 is capable to detect the very rare f antibody. The constellations of antigens of the different reagent red blood cells for screening and identification of red cell antibodies are documented in antigen tables which are part of each package of product. We gave the customer all necessary info to perform the tests according to the requirements. And our testing confirmed the correct functionality of the used reagents.